Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The enteral feeding pump was returned with no allegations. Upon triage on (B)(6) 2018 the service tech found the gearbox can be rotated backwards by hand, and the buzzer/alarm is not functioning.

Manufacturer narrative:
The unit was triaged and the reported condition was confirmed. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.